Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor; unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to a33 alarm. However, the insulin pump was received with normal operating currents and passed the self-test, a21 error test and displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, broken belt clip slot, stained lcd resilient cover and scratched reservoir tube window.

Event description:
It was reported that a compromised force sensor system message appeared on the insulin pump, and the alarm could not be cleared. Customer's blood glucose was not known. Customer reportedly had to discontinue insulin pump use and was following a back-up plan. Customer was advised the device would be replaced.